Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 25 mg/dl and went to the emergency room (ER). Reportedly, the customer received intravenous fluids to treat the low bg. The cause of the low bg was unknown. Reportedly, the customer left the ER with bg of 200 mg/dl and the issue resolved.